Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother initially called to report that the customer had trouble inserting multiple sensors. It was stated that this occurred around (B)(6) 2015. Blood glucose at the time is unknown but it was reported that the customer experienced high blood glucose of 445 mg/dl the morning of the call. Customer declined troubleshooting.